Manufacturer narrative:
Product analysis: visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Optical examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and a shear lip which suggests the direction of fracture. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, when surgeon put the inter body cage implant by the threaded inserter, the instrument broke. No patient complications were reported